Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus korea, omsc surmised there was the possibility this phenomenon was attributed to the following causes; the temporary malfunction of the subject device the effect from other than the subject device such as operating equipment, facility power source if additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus (B)(6) for evaluation. Olympus (B)(6) checked the subject device but could not duplicate the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image on the subject device was black at the preparation for use. The user tried to turn off/on the subject device several times, but the image did not display. However only on-screen menu which is quipped of the subject device for making various adjustments and settings such as picture control, input setting, setting change, etc. Was activated.there was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was transferred and returned to olympus medical systems corp. (Omsc) for investigation. Omsc found as follows from investigation; [the device confirmation result with using the subject device] - olympus logo (the image) of the subject device was displayed when the power turned on - menu of the subject device was displayed when the menu buttons were pressed - there were no abnormalities after the power of the subject device was turned on and off repeatedly 50 times for image and menu displays. [Confirmation of error log] not applicable because the subject device had not been gotten any error log. [Other checking] it was confirmed that the power switch and other buttons were lighted with the video at the evaluation. [DHR confirmation] it was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Since it could not duplicate the reported phenomenon, the cause could not be identified. But based on the investigation and the former confirmation of the subject device, omsc surmised there was the possibility this phenomenon was attributed to temporal malfunction of lcd panel unit of the subject device because all buttons on the panel were lighted at the time of occurrence of the reported phenomenon. If additional information becomes available, this report will be supplemented.